Event description:
It was reported that during a shoulder arthroscopy, it was noticed that the inner full radius blade was not oscillating; it was working well, but a few seconds later it stopped when the break was noticed. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported. Results of investigation found it is fractured at/below one of the heavily degraded areas and that there are metal fragments stuck to the inner sluff chamber.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The identifying colors match the print. The adapter body is cracked where the outer blade inserts to the adapter body. After pulling the inner blade from the outer blade, the inner blade sluff chamber assembly is attached to a partial cannula. The partial cannula has two bands scored around it. It is fractured at/below one of the heavily degraded areas. A large portion of the cannula is still inside the outer blade. There are metal fragments stuck to the inner sluff chamber. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.